Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced pericardial effusion due to perforation. Loss of capture was noted. The lead was successfully repositioned.